Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed pericardial tamponade after the a lead replacement procedure. The patient was treated and later discharged. No other complications were reported.